Event description:
During the morning device check, the customer dropped the autopulse platform ((B)(6)), which caused a large crack on the top cover. Also, upon powering on, the autopulse platform displayed user advisory 12 (lifeband not present). No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 12 (lifeband not present) was confirmed based on the archive data review but not during the functional testing. The ua12 was not reproduced during the testing at zoll. Nevertheless, the reset switch was replaced as a preventive precautionary measure, as the component may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon visual inspection, multiple cracks on the top cover, front, and bottom enclosures were noted. The observed physical damages appear to be the characteristics of the harsh impact caused by user mishandling, such as a drop, as mentioned by the customer. The damaged parts were replaced to address the observed physical damages. The archive data indicated multiple ua12 errors on the reported event date, confirming the reported complaint. The autopulse platform passed the functional testing without fault or error. The ua12 was not reproduced during the testing at zoll. Nevertheless, the reset switch was replaced as a preventive precautionary measure, as the component may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(6).